Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported symptom of does not recognize a closed door. However, the force required to secure the door is above expected levels due to the door hooks being out of adjustment most likely contributing to the "door jammed" messages in the history log. The device was reworked to ensure the door hooks functioned properly.